Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly. A new lead was placed. No adverse patient effects were reported. Additional information indicated this brady lead was not implanted successfully due to perforation. The lead will not be returned.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly. A new lead was placed. No adverse patient effects were reported.